Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported clips fell from the jaws as the surgeon fired the device. The clips were retrieved from the abdomen. The surgeon used the device to complete the case. There was no consequence to the patient.